Event description:
Ambu a/s was on (B)(6) 2023 informed of user report submitted to bfarm on ambu ascope 4 broncho large sampler set. Bronchoscopy was performed via a 7.5 tube placed approximately 1 cm above the carina. The primary result was the successful retrieval of several larger coagulums from the right main bronchus. Due to the size of the coagulums, the bronchoscope had to be inserted and removed several times to retrieve the coagulums. On the 5th pass, retraction of the bronchoscope was not possible because of strong resistance at the tip occurred. No view through the bronchoscope was possible. With increasing ventilatory pressures, the bronchoscope was removed with resistance. After removal it was distally damaged. During bronchoscopy with another smaller bronchoscope, the torn off tip (approximately 3 cm) was seen in the distal tube. Medical intervention was necessary for the torn off tip of the scope to be removed from the distal tube. Despite multiple attempts it was not possible to remove the torn off tip with a larger bronoscope. In the end it was decided to extubate the patient with fixation of the torn off tip using forceps, and to re-intubate with another bronchoscope, which worked out successfully. The patient was not harmed in this case, and the spo2 was always above (B)(4). The customer suspects that the broncho scope was damaged by the multiple repositions during retrieval of the coagulums and that it must have passed through the side hole of the 7.5 tube via falsa, so that it got caught there.

Manufacturer narrative:
No complaint sample was returned for investigation as it was contaminated. Ambu were able to verify the reported failure (distal end ripped and broken) from the image provided by user. Based on the simulation test performed, the possible cause of reported failure (distal end ripped and broken) could be due to distal end of endoscope being stuck at the side hole of ett (murphy eye) due to multiple reposition and lubricant used up/no more lubricant after several retrieval of coagulums. According to IFU for ascope4 broncho sampler set, under section 1.4, warnings and cautions, it is stated not to use excessive force on the bending section and while operating and withdrawing the endoscope. Ambu production and qc performed 100% visual inspection and image functionality inspection on each of the scope to ensure the product is in good condition before shipment. We will continue monitoring this type of failure.